Event description:
Boston scientific received information that this pacemaker with this right atrial (ra) lead exhibited low, out-of-range (oor), pacing lead impedance measurements of less than 200 ohms. Subsequently, the device was explanted and discarded while the lead was abandoned surgically. Additional information was received indicating that the cause of the oor impedance measurement was not determined. Fluoroscopy result was unremarkable and the lead was not tested with the pacing system analyzer (psa). A new device and ra lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.